Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case inside the lens carton. Solution was dried on the lens. Both haptics were folded onto the optic edge. The lens was pressed down into the well area and between two posts of the lens case. The associated cartridge was not returned for evaluation. Product history records were reviewed and the documentation indicated the product met release criteria. Information was provided that indicated the use of a qualified cartridge and handpiece. Viscoelastic information was not provided. It is unknown if a qualified viscoelastic was used. The root cause cannot be determined for the reported complaint because the sample was not returned in the reported condition of "could not eject lens from cartridge". The lens was returned in a lens case. The cartridge was not returned. Viscoelastic information was not provided. It is unknown if a qualified product was used. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that surgeon could not eject lens from cartridge. There was patient contact. Additional information has been requested.